Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Reportedly the customer went to the hospital and was sent home after changing pump supplies. However, despite multiple follow up attempts with the customer it was not clear if customer received any treatment at the hospital. Ultimately, the customer reverted to an alternate method of insulin therapy.